Manufacturer narrative:
Event date additional information. Additional event information: the patient presented with no deficit and was receiving treatment in the left frontal, pre-central for a subdural hematoma. There was no issue during the procedure and the onyx did not embolize to any unintended areas. The paresthesia was observed post procedure after the patient was awoken. The patient currently has incomplete aphasia. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced facial paresis. The patient was undergoing treatment for a subdural hematoma in the left frontal, pre-central region. The onyx was successfully administered for treatment, and did not embolize to any unintended areas during the procedure. However facial paresis was observed when the patient was woken from the procedure. The patient currently has incomplete aphasia.

Manufacturer narrative:
Additional information has been requested, however, has not yet been provided. Should it become available, a supplemental report will be submitted. Functional neurological deficits such as nerve palsies are known inherent risk of onyx procedure and is documented in the onyx instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information that the patient experienced facial paresis.

Manufacturer narrative:
Updated event description based on receipt of translated source notes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The left frontal arteriovenous malformation was identified during follow-up in connection with a subdural haematoma affecting the left hemisphere, with a post-traumatic subarachnoid haemorrhage. Severe alteration to arterial blood-flow, with venous hypertension. The onyx was successfully administered for treatment of the avm, and did not embolize to any unintended areas during the procedure. However facial paresis was observed when the patient was woken from the procedure. The patient woke up with right-central facial paralysis and with weakness in her right hand. The course of her stay in hospital was straightforward. The CT scan carried out following the procedure revealed no bleeding. The MRI scan carried out during her stay in hospital revealed a very slight left frontal ischaemic lesion adjoining the malformation. On 10 february 2016, investigation into the speech problems with dysarthria and right-central facial paralysis that occurred after the procedure was conducted. The results indicated the embolized precentral nidus on the left side is flanked by a slender anterior corona formed of cytotoxic oedema, suggesting a band of venous ischaemia. The patient was discharged home on (B)(6) 2016, with incomplete aphasia. The patient was prescribed paracetamol 1000: 1 tablet every 6 hours, p.r.n., for pain, physiotherapy, and speech therapy. Follow up embolization was planned in 2 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.